Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse gave the patient fluid infusion treatment, checked the outer package of the indwelling needle was intact, and the expiry date was not expired. After puncture and fixation for the patient, fluid leakage was found in the tail of the indwelling needle. After replacement of the indwelling needle, the patient continued to be treated, resulting in repeated puncture of the patient, with no other adverse effects".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9347667. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the nurse gave the patient fluid infusion treatment, checked the outer package of the indwelling needle was intact, and the expiry date was not expired. After puncture and fixation for the patient, fluid leakage was found in the tail of the indwelling needle. After replacement of the indwelling needle, the patient continued to be treated, resulting in repeated puncture of the patient, with no other adverse effects".